Manufacturer narrative:
Due to character restrictions in block e1 initial reporter full name is (B)(6). Event site full name is (B)(6). Event site city full name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during intra aortic balloon(iab) therapy the proximal radiopaque marker has migrated up to nearly the same location as the distal marker. There is no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation findings), h11 reference ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation findings), h11. Complaint ID no.: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was observed on the catheter tubing approximately 74.4cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.:(B)(4).